Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the end date of the hospitalization was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced normal pressure hydrocephalus with onset date of (B)(6) 2024. Outcome status is not recovered/not resolved. Adverse event (ae) occurred post procedure and was not related to the disease under study. Ae resulted in a new or worsening of existing neurological deficit and symptoms lasted more than 24 hours. The patient experienced incontinence and gait disturbance. Ae did not result in hospitalization blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or additional treatment. This event did not lead to congenital anomaly, death, disability, hospitalization or medical intervention and was not considered life-threatening. The site assessed this ae as not related to the antiplatelet medication, study devices, or study procedure. The sponsor assessed this ae as possibly related to the index procedure, ancillary device, or apt regimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported urinary incontinence, gait disturbance, corresponding to the imaging results of dilated ventricles initially considered as cortical atrophy but not explaining his symptoms by neurology exam.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline vantage had reperfusion of the aneurysm neck. No actions were taken. The event is not recovered. The event is causal to device and possibly related to index procedure and dual antiplatelet therapy. The baseline aneurysm was a right side vertebral artery saccular, sidewall  aneurysm. Maximum aneurysm diameter: 12mm. Aneurysm dome height: 12mm. Aneurysm dome width: 7mm. Aneurysm neck size: 2mm. Parent artery diameter distal to aneurysm: 3.4mm. Parent artery diameter proximal to aneurysm: 3.7mm. Complete stasis at the end of the procedure. Raymond and roy occlusion class 1 at the end of the procedure. 2022-11-09 email, lsh update (for, rep, hcp, sdy): additional information received reported that the patient recovered fine from the index procedure. At the 6 month follow-up imaging however, corelab reported ¿reperfusion probable due to cranial coil migration.¿ 2022-dec-01 lsh 949191162 (for, hcp, sdy): additional information received reported the patient had partial aneurysm recanalization detected on follow up dsa. No symptoms, no treatment. Possibly related to the procedure. Not related to pipeline, ancillary devices, or dual antiplatelet treatment. 2022-12-12 email (for, rep, hcp, sdy): additional information received reported that the site had confirmed and reported the reperfusion (ae1: target aneurysm recurrence) with cause of ¿there was minor coil compaction seen inside the aneurysm.¿ 2023-01-05 lsh update (for, rep, hcp, sdy): additional information received reported that per source, in the hours post-index procedure, subject had two episodes of transient flutter, which resolved on betablocker; cardio exam recommended. 2023-02-23 lsh 949191162 update (for, sdy, hcp): additional information received reported that sponsor assessed the partial aneurysm recanalization as possibly related to the pipeline, and not related to the index procedure or antiplatelet treatment. 2023-aug-04 lsh-949191162 update (for, hcp, sdy): no new information 2025-feb-18 lsh 1321949375 x3 (for, hcp, sdy): additional information received reported target aneurysm retreated with a second flow diverter for persistent aneurysm growth and perianeurysmal edema. The patient was hospitalized on 2025-feb-17. The event was possibly related to vantage device. Not related to index procedure, ancillary device or dual antiplatelet treatment. 2025-feb-24 lsh 1321949375 update x3 (for, hcp, sdy): additional information received reported pipeline vantage successfully placed 17-feb-2025 (model/lot# not reported), but wall apposition not achieved due to failure to open.

Event description:
The event resolved on 2026-03-19.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was a new hospitalization from (B)(6) 2025. Ventriculo-peritoneal shunt implantation. The event is resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the end of hospitalization on (B)(6) 2025.

Event description:
Additional information received reported that there was no issue of ¿pipeline lot b778174 failed to open¿ in the clinical study database.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2 corrected. H6 coding corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced cerebellar edema. This adverse event (ae) resulted in new hospitalization on (B)(6) 2025. Ae did not result in treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, or surgical procedure. There was concomitant or additional treatment given. Lab test result of slightly elevated cro and wbc count. Ae occurred post procedure. Ae probably related to the disease under study. Ae resulted in a new or worsening of existing neurological deficit. Symptoms lasted more than 24 hours. Patient experienced progressive gait disturbance, drowsiness, memory loss, incontinentia. Site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. Site assessed this event as not related to the antiplatelet medication, study device, or study procedure. Sponsor assessed this event as possibly related to the device vantage (implanted at retreatment, lot b778174), not related to index/retreatment procedures, ancillary device or apt regimen. The patient was undergoing surgery for treatment of a saccular sidewall right vertebral artery aneurysm with a max diameter of 12 mm and a 2 mm neck diameter. The aneurysm dome height was 12 mm, dome width 7 mm. Parent artery diameter proximal to aneurysm was 3. 7mm. There was complete stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. Retreatment procedure on (B)(6) 2025 due to residual aneurysm. Date of admission was (B)(6) 2025. Date of hospital discharge for retreatment procedure was (B)(6) 2025. Admitted to ICU while hospitalized for retreatment study procedure on (B)(6) 2025. Date of ICU discharge was (B)(6) 2025. Patient's medical history includes type 2 diabetes, controlled hypertension, obesity. Aneurysm symptoms include altered mental status. Previous smoker. Additional information was received reporting that site has updated the retreatment aneurysm study device crf to report ¿wall apposition achieved?¿ ¿ yes, citing ¿site correction¿ for previous entry of ¿no¿. Additional information was received reporting that the outcome status for the event of cerebellar edema is recovering/resolving. The patient was re-admitted due to progressing symptoms described in previous adverse events: gait disturbance, ataxia, incontinence, memory loss and drowsiness were also described. Potential cause: edema. Additional information was received reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the date of admission for retreatment was (B)(6) 2025. Side branches covered by pipeline device: pica. Action type: diagnostic dsa, balloon test occlusion of right va-2. Action result: clinically tolerated, right pica infarct expected after occlusion. Occlusion was not done. The action date reported (B)(6) 2025.